Event description:
The patient contacted animas on (B)(6) 2013 reporting a high blood glucose of irritability, lethargy, and headache. The patient reported that the high blood glucose was related to a power issue with the pump. The patient reported that there was a large crack on the battery compartment preventing the battery cap from securing to the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. The reporter indicated that the battery compartment was cracked. The reported damage to the pump should be obvious and detectable to the user. The pump user guide instructs the patient to check the pump if the pump is dropped or hit against something hard to ensure that the pump is working properly. The user guide also instructs the patient to contact animas if the pump is suspected to be damaged. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that power events had occurred. The pump battery compartment was confirmed to be cracked. The battery cap returned with the pump was found to be intact. The battery cap was able to secure to the pump and the pump was exercised for 24 hours without power issues or alarms. The battery cap was tested and was confirmed to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no internal defects or damage was observed. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.